Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the upper seam. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual device and unopened companion sample was received for evaluation. The bag of the actual sample was sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the two samples and revealed a leak on the actual sample and no leak on the companion sample. The reported condition was verified for the actual device. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.